Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo during preparation of the procedure, when the dilator was inserted into the sheath, resistance was stronger than usual and the dilator could not be inserted into the sheath. When the dilator was removed, damage to the hemostatic valve was observed and a portion of the valve had detached inside the sheath. The procedure was completed without patient consequence.